Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Without product or data logs the cause of the pump stop was unable to be determined.

Event description:
An impella cp was inserted via the femoral artery to support the 61 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The underlying medical history was not shared, though the patient was on extracorporeal membrane oxygenation prior to the pump placement. After 17 days of support the pump stopped. The pump had been used beyond indication by this time. The pump was explanted but, not replaced. The patient survived the explant of the pump. There was no noted patient consequence noted from the pump stop and explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.